Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -7.50 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted due to an excessive vault and significant reduction of irido-corneal angles. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
(B)(4). Device evaluation: the lens was returned dry in the case/vial; visual inspection found liquid and hair on lens surface claim # (B)(4).